Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both reaming guides were bent upon extraction and are now stuck together. No surgical delay.